Event description:
The patient contacted animas on (B)(6) 2012 stating all of the keypad buttons are intermittently unresponsive. The keypad was reportedly intact, but the button symbols are worn off, and the pump was not exposed to water. The patient reportedly wore the pump attached to a belt and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the up arrow and contrast buttons were responsive. The down arrow and ok buttons were intermittently unresponsive. The keypad cover was removed for investigation and revealed contamination under the contacts of the up arrow, down arrow and ok buttons. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.